Manufacturer narrative:
Returns were not available from the customer site for this evaluation. No reagent lot number was provided. The customer's observation was sample specific and no in-house file samples were tested. No adverse or non-statistical trends in product performance or patient results were identified. No nonconformities were noted related to the current customer issue. The architect clin chem creatinine assay package insert and the architect operations manual provide information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Sample identification (B)(6).

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an architect clin chem creatinine assay result of 5.94 mg/dl that retested with a similar result. The patient's physician questioned the result as it was not in line with the patient's clinical history. A new sample generated a result of 0.8 mg/dl. The customer reports that the patient has edema on one side of their body and that the samples were taken from the intravenous line. The patient is on cefoxitin and hydromorphone. There is no impact to patient management reported.